Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer reported a large difference between the sensor glucose and blood glucose, a calibration not accepted alert, and an unknown pump error. The customer reported a blood glucose value of 92 mg/dl. The hypoglycemia was treated with glucose/carb intake. The event involved product(s) mmt-1884, mmt-7040a, mmt-332a, unomedical. Troubleshooting was performed for sensor alerts and troubleshooting was not performed for sensor glucose and blood glucose. Troubleshooting was partially performed for low blood glucose, and the customer stated that the sensor glucose value from the reported event was 62 mg/dl, and the blood glucose value from the reported event was 92 mg/dl, and the difference was not within the target range and more than 30%. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.